Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface (gui) display. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and liquid crystal display (lcd). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).